Event description:
The customer obtained false positive reactivity with a group a pt's sample using mts a/b/d monoclonal and reverse grouping card lot # 051408037-31. The customer indicated that the false reactions occurred in the (B) (6) and control microtubes of the gel card. The customer repeated testing using a new pt cell suspension and obtained negative results in the microtubes. No erroneous results were reported. False positive test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Based on the available info, mts is unable to rule out improper pipetting technique as a contributing factor to this incident. The customer reported that the false positive results obtained in the (B) (6) and control microtubes might have been due to pipetting error. Touching the card and the pipettor tip as sample is being delivered into the microtube may cause false positive reactions since antisera may be carried over from one microtube to another. The customer obtained acceptable results upon repeat testing using a new cell suspension with the same lot of gel cards. Incident is isolated. (B) (6).